Manufacturer narrative:
The unit was returned inside a (B)(4) biohazard labeled specimen bag. Labeling on the bag includes a hand drawn picture of a lure fitting and states "hub fx". The unit was decontaminated with a 1:10 dilution of household bleach. While flushing the device with decontamination fluid, leaks were noted at the lure fitting hub. There is ovalization between 0.8 cm and 1.8 cm from the distal tip. There is also a spiral flat spot between 4.2 and 5.4 cm and an ovalization between 11.5 and 12.2 cm from the distal tip. On the lure fitting a crack can be observed. The crack in the fitting is consistent with the sorts of damage seen from both over tightening of the lure fitting and over pressuring the fitting while the catheter is occluded. The DHR of this mfg lot has been reviewed. Conclusion: defect noted prior to use. As per FDA feedback of 08/28/2009, this defect, if not discovered, could contribute to injury or death.

Event description:
During the preparation of the power-injection, the catheter hub cracked vertically to the catheter as the physician was hooking up pressure tubing to inject. Another neuron was used and the case was completed successfully. The pt outcome was fine.